Event description:
It was reported that ¿right after lightning my battery drained like 50% down in minutes.¿ patient also stated ¿I got a shock¿ after the lightning and it¿s painful. The patient believed this was why her patient programmer (pp) broke. All this information has been reported in manufacturer report # 3004209178-2014-16021. The patient further stated that she google this event online and found she¿s not the only one, there are more people with the same issue. It was not clear what all information pertains to the ¿more people" events. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).